Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that during ablation, the force value became unstable, and after that, it became impossible to obtain zero accurately. It was five hours and thirty minutes after catheter use, during posterior wall bottom ablation. Replacing the cable and reconnecting it did not resolve the issue. When the qdot micro catheter was replaced with a new one, the issue was resolved. The procedure was completed without patient consequence. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 18-sep-2024, a hole on the pebax was observed with reddish-brown material inside and internal parts exposed. This was assessed as MDR reportable with an awareness date of 18-sep-2024.

Manufacturer narrative:
The device was returned to johnson and johnson medtech for evaluation. Visual inspection and screening test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis of the returned sample revealed a hole on pebax with reddish-brown material inside and internal parts exposed. The force feature was tested, and no error was observed. A manufacturing record evaluation was performed for the finished device 31321193l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).